Manufacturer narrative:
Product complaint#: (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: lot: 106gbx pertains to a triclosan coated patch. Could you please confirm the lot number for product code: vcp345h. Did any needle piece fall inside the patient? If yes, was it retrieved during the same procedure? What efforts were made to retrieve it? Were there any patient consequences? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and suture was used during the surgery, medical staff performed suturing on the patient, but the needle suddenly broke, causing the surgery to be interrupted. After replacing the needle with a new one, the doctor re sutured it and the surgery proceeded normally. No adverse patient consequences were reported. Additional information was requested.